Event description:
Customer's mother reported via phone call that customer's insulin did not deliver insulin then a motor error alarm was received. Customer's blood glucose was 228 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Troubleshooting could not be completed as customer was at school with the insulin pump. Caller states will call back when customer is able to continue troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.